Manufacturer narrative:
A visual inspection and functional testing were performed on the returned indeflator. The reported leak was confirmed. Additionally, this complaint appears to be related to a manufacturing issue associated with leak issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. A review of the complaint history revealed 4 other similar incidents. The investigation determined the reported difficulties appear to be a potential product quality issue. On february 25th, 2022, abbott vascular determined that a field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported device code 1354, leak/splash and (rdc) 1371 loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. An unspecified trek balloon dilatation catheter (bdc) was advanced to the target lesion; however, when attempting to increase the atmospheres the indeflator spun several times and would not hold pressure. Finally, after spinning several times, the indeflator was able to hold pressure and the bdc was successfully used. An unspecified stent delivery system was advanced to the target lesion, but the indeflator would not hold pressure. The needle on the gauge would not spin as the seal of the indeflator was not working properly. A new indeflator was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.